Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had small air bubbles in the catheter, which they believe is the cause of higher than normal blood sugar levels. Customer sees an air bubble the size of about 3mm. Customer's current blood glucose was 216 mg/dl. Customer reported that the insulin was not at ambient temperature. Customer was advised to run the next refills with insulin at room temperature before placing it in the reservoir.